Manufacturer narrative:
Visual inspection confirmed that the device broke into two pieces just past the post closer to the medial side. This lot has been in the field for more than two years and six months. It is unknown for how many times the device was used. This device is used for treatment. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the persona articular surface provisional construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is a previously addressed design issue.

Event description:
It has been reported that the provisional fractured into two pieces.